Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies found. However, it was noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported at implant the stylet would not advance to the end of the lead. It was also noted the lead dislodged several times and the current of injury was not acceptable with each position. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.